Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in two pieces. Failure event observed during analysis. Final analysis found an internal abrasion noted 2.2-8.0 cm from the proximal end of the rv shock coil. The etfe coating was in tact in this region. Additionally, clavicular crush damage was noted 28.9-30.7 cm from the proximal end.

Event description:
This report is to advise of an event observed during analysis.